Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up exhibiting right atrial lead noise, with episodes of inappropriate mode switch. The healthcare provider decided to explant and replace the lead. There were no patient consequences.